Manufacturer narrative:
Section b3: date of death corrected. Section h1: type of reportable event corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted controller log file captured a pump stop event on (B)(6)2024 due to full battery depletion of the external batteries, followed by full depletion of the controller's internal backup battery (refer to the system controller investigation). No other notable events or alarms were captured. The pump appeared to have operated as intended at the fixed speed prior to the pump stop. It was communicated that the pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use (IFU), rev. C, and heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was unknown. It was also unknown whether the death was considered to be device related or whether the device operated as expected. An autopsy was not performed and would not be provided. This information was previously reported under MFR #: 2916596-2024-52588.

Event description:
It was reported that the patient was found deceased at home. Log files recorded no events of concern from (B)(6) 2024 at 21:07:23 through the morning of (B)(6) 2024. The system controller's power source was changed from the mobile power unit (mpu) to battery power on (B)(6) 2024 at 11:22:14. At 16:57:23, a low power advisory alarm flag was recorded. At 17:54:23, a low power hazard alarm flag was recorded. At 18:01:41, a no external power alarm was recorded due to the external batteries being fully depleted. The emergency backup battery (ebb) was used to support the system. The system entered low power mode. The ebb maintained the low-speed setting of 4800 rpm until 20:09:56. At 20:11:38, the ebb was fully depleted. At an unknown date/time, the system controller white power lead was connected to a power module.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.